Event description:
The patient reported her scs system was "not working right" and it was explanted in (B)(6) 2009. The patient stated her physician informed her the lead was broken, but there was no issue with her ipg. The patient was subsequently implanted with another manufacturer's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.